Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was performed and found no non conformances. When the pump was returned to mmdg, the battery failed testing. This caused the pump to be unable to charge. This report is being filed for the delay in therapy that the patient experienced due to the complaint.

Event description:
The initial reporter stated that the pump would not turn on. They stated that this resulted in a 4 hour delay of therapy. Mmdg did follow up with the initial reporter, who stated that the patient had not experienced any adverse effects due to the reported complaint and delay in therapy. [(B)(4)].